Event description:
It was reported that the patient presented in clinic for initial implant procedure. Post procedure, it was found that the right atrial (ra) leadless pacemaker (lp) was unable to be interrogated via conductive telemetry and when it was successfully interrogated, a false recommended replacement time (rrt) alert was noted. The alert was cleared remotely. Patient condition was stable.